Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer's blood glucose level was 307 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.